Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the desktop charger (dtc) had a broken connector pin. The patient stated the ins charge level was getting low. They did not have their equipment with them at the time of the call so they said they would call back. The patient called back two days later and stated that the ins was empty, the ins recharger (insr) was empty, and they could not charge due to the broken connector pin. They stated they were in pain. The patient was able to be transferred to repair and a replacement dtc was sent. No patient complications were reported as a result of this event.